Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an output anomaly and >2500 ohms atrial and ventricular lead impedance.